Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap. The cap was able to fully tighten and a power loss was not observed. There was a crack in the battery compartment. There were multiple call service alarms observed in the black box history at the time of the complaint. The pump was exercised for 24 hours with no pump reboots, no loss of power and no call service alarms duplicated. There was no evidence of moisture or loose components inside the pump when the case was removed. Unrelated to the original complaint, the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.